Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve to be dislodged inside the hub component. Initially, it was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. No adverse patient consequences were reported. The obstructed sheath issue was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and the hemostatic valve was found dislodged inside the hub component. A microscopic analysis of the valve was performed and, stress marks on the outer diameter were observed. The awareness date for this reportable lab finding is 29-apr-2022.

Manufacturer narrative:
The product was returned to biosense webster for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was introduced with the hemostatic valve dislodged and resistance was found then the hemostatic valve was taken off the hub and the dilator and a good-known lab sample catheter were introduced through the sheath, and no obstructions or resistance was felt. The resistance caused by the hemostatic valve could be related to the obstruction reported by the customer. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).